Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (batch no. 628969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dental operation. Concurrent conditions included morbid obesity, adenomyosis and pelvic congestion syndrome. Concomitant products included cefazolin, docusate sodium and hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), abdominal pain ("pain (abdominal)"), migraine ("migraine/migraines / headaches"), headache ("headaches"), fatigue ("fatigue"), visual impairment ("vision probs"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hyst. (Full), oophorectomy(bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, migraine, headache, fatigue, vaginal haemorrhage and menorrhagia outcome was unknown and the visual impairment had resolved. The reporter considered abdominal pain, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for pain and other injuries/symptoms. Patient had essure in 2005 right- 02, left- 02 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: bilateral tubal obstruction. Imaging procedure - on an unknown date: essure confirmation test: unspecified. Results not provided. Pathology test - on (B)(6) 2010: - cervix: no histopathologic abnormality. Endometrium: proliferative phase. Myometrium: no histopathologic abnormality. Left fallopian tube: no histopathologic abnormality. Right fallopian tube: wire in tube and right uterine cornu (see comment); benign paratubal cyst. Bilateral ovaries: cystically dilated follicles with surrounding luteinized stroma. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain ("pain (abdominal)"), migraine ("migraine,"), headache ("headaches"), fatigue ("fatigue") and visual impairment ("vision probs"). The patient was treated with surgery (hyst. (Full), oophorectomy(bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, migraine, headache, fatigue and visual impairment outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, headache, migraine, pelvic pain and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for pain and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test: unspecified. Results not provided. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain- dyspareunia, pelvic/abdominal, migraine, headaches, fatigue, vision probs. Case became incident. Lab data and reporter's information was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (batch no. 628969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dental operation. Concurrent conditions included morbid obesity, adenomyosis and pelvic congestion syndrome. Concomitant products included cefazolin, docusate sodium and hydrocodone bitartrate; paracetamol (hydrocodone/acetaminophen). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), abdominal pain ("pain (abdominal)"), migraine ("migraine/migraines / headaches"), headache ("headaches"), fatigue ("fatigue"), visual impairment ("vision probs"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hyst. (Full), oophorectomy(bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, migraine, headache, fatigue, vaginal haemorrhage and menorrhagia outcome was unknown and the visual impairment had resolved. The reporter considered abdominal pain, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: plaintiff received treatment for pain and other injuries/symptoms. Patient had essure in 2005. Right- 02, left- 02. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: bilateral tubal obstruction. Imaging procedure - on an unknown date: essure confirmation test: unspecified. Results not provided. Pathology test - on (B)(6) 2010: - cervix: no histopathologic abnormality. Endometrium: proliferative phase. Myometrium: no histopathologic abnormality. Left fallopian tube: no histopathologic abnormality. Right fallopian tube: wire in tube and right uterine cornu (see comment); benign paratubal cyst. Bilateral ovaries: cystically dilated follicles with surrounding luteinized stroma. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia and menorrhagia. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. Lot number added. New event was added: abnormal bleeding (vaginal, menorrhagia). Severity of the event pelvic pain was added. Outcome of the event vision probs was updated to recovered from unknown. Reporter information, medical history and lab data were added. On 11-oct-2019: fu 2 & 3 were processed together. Mr received. Medical history and concomitant drug were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.